Manufacturer narrative:
Additional information: d4: expiration date: (update the null value to n/a), h4, h6 (update codes), h11. H4: the lot was manufactured between 05/05/2025 and 05/06/2025. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a separation between the tubing and the male luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set had the tubing disconnect from the insertion luer connection (male luer) and medication leaked all over the floor. The issue was observed approximately 5 minutes into a patient infusion with intravenous immunoglobulin (ivig). The infusion was stopped and the device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.